Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a robotic radical nephrectomy procedure, on the first firing of the device with a white reload, the surgeon went to fire the device, but was unable and it sounded like the battery was dying. The device would not open off the patient tissue, so the battery was removed and a new device was opened. The battery from that device was place in the device that was still locked on the patient tissue. The device still did not work with the second battery. As the rep was not in the case, it was not clear if the surgeon attempted using the reverse button. The surgeon tried to use the manual override, but was still unable to remove the device. The device had to be cut off the vessel. Suture and competitor products were used to complete the procedure. No patient consequences were reported.